Event description:
During an unknown procedure, the device tore. Used another like device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.